Event description:
As reported by the user facility: the nurse put pu a 100 ml bag at 10 ml/h. After approx. 6 hours, the bag and tubing were empty up to the pump, but the remaining volume indicated 45 ml remaining.